Manufacturer narrative:
Failure code 703:00 was confirmed and duplicated. An assignable cause could not be determined, however the user interface module was replaced and the software was replaced as a precaution. Should additional information become available a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA (B)(4).

Event description:
Colleague infusion pump was reported to baxter (B)(4) originally for recurring 703 failures. It is unknown when the reported condition occurred. It is unknown if patient injury or medical intervention occurred. During a review of the pump's event history by baxter (B)(4) personnel, the device was found to have experienced a failure code 703:00 which interrupted delivery. This device utilizes user interface module master software version 6.13.92 categorized as remediated.